Event description:
On (B)(6) 2015, the replacement surgery of l5 was conducted for the patient with trauma who previously underwent th12/I instrumentation with expedium. When the surgeon removed the set screw of the caudal sai screw and replaced the rod, the thread part of the sai screw head was found damaged. The broken screw was replaced with a new one and the procedure was completed without delay. According to the surgeon, the bending part of the rod was just above the sai screw and the caudal sai screw was strong in the strength, which may have resulted in the breakage during tightening.

Manufacturer narrative:
The 5.5mm ti 6x40mm cortical fix screw (product code: 1867-31-640, lot number: arncmb) was returned to the complaints handling unit (chu) on april 7th, 2015. The device underwent visual examination. The screw was returned in three separate pieces; the shank and head, the saddle, and the tulip head. These parts showed little in the way of damage with the exception of the tulip head. Two distinct grooves can be seen at the mouth of the underside of the tulip head. These grooves appear to indicate that the head of the screw was forced thought the base of the tulip head. Visual inspection could not confirm the event description as the device was not broken. However, evaluation of the device revealed that the threads within the tulip head were torn. One of the threads (located near the flex ball) started to peel off from the tulip head. Engineer noted resistance when attempting to insert a setscrew, not provided by the customer, inside the tulip head; setscrew could not fully advance inside the tulip head. Deep scratches were noted on one side of the tulip head. A review of the device history records (DHR) or the incoming inspection (ri) records could not be performed as the lot number could not be identified nor was one provided by the customer. A trend analysis was conducted. No further actions from trending analysis are required. The root cause for the threads of the expedium sai polyaxial screw head becoming torn cannot be positively determined. One probable root cause may likely be that higher than anticipated torsional force was exerted on the threads causing them to tear or peel off. The scratch marks observed on the side of the tulip head may be attributed to another device used to remove the screw from the bone. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.